Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer reported was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 600mg/dl. It was stated that the customer was experiencing high glucose for the past two days. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.